Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection at the microscopic level revealed that the fracture was located at the device¿s distal tip. The broken part of the device¿s tip was not returned. The device features two vertical fractures at the distal tip which is the thinnest section of the device. Based on these observations, it is believed that the device¿s tip experienced high amount of stresses during impaction to result in it fracturing. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the device breaking its tip cannot be determined from the sample and the information provided. A potential root cause may be high forces inadvertently placed on the device¿s tip during impaction, exerting enough force to result in the fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on an unknown date, while threading in the alignment guide, it would not go all the way down to align with the screw shank because of screw extension crowding. The surgeon tried to use the wrench to force it down and the tip of the alignment guide fractured. Procedure was successfully completed with no surgical delay. Patient outcome is unknown. This complaint involves one (1) device.